Event description:
The physician used a wilson-cook ultra-taper sphincterotome for an ercp procedure. After cannulation, cautery was applied to the cutting wire. The cutting wire broke and detached in the pt. An unsuccessful attempt was made to retrieve the detached wire. No injury to the pt was reported.